Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 412 mg/dl. Spoke with the customer, and she stated that the bolus history was not showing all of the boluses that she had given herself. Reviewed the bolus history, and confirmed that the bolus deliveries were very sporadic. Advised the customer of her out of warranty options. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked case window display corner.